Manufacturer narrative:
(B)(4) - explant of intraocular lens and incision enlargement. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The sample was visually inspected under microscope. Visual inspection revealed surface residuals (fiber/particles) and stains on the lens that could be related to the handling the lens in a non-sterile environment. Lens returned without one haptic that could be related to the handling of the unit during the explant process. Manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. All pertinent information available to the manufacturer has been provided. Placeholder.

Event description:
We received a report that an tecnis multifocal zmb00u0300 was explanted from the patient''s eye after they experienced blurred vision. The incision was enlarged to remove the iol. A vitrectomy was not required. No patient injury reported.